Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet device became nonfunctional after its touchscreen cracked, rendering the screen unusable and causing trouble operating the device; the device was not synced before shutdown and will be returned, and the user wears a dexcom g7 sensor. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related fracture of the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.